Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 32mm amplatzer septal occluder was selected for implant on (B)(6)2023 using a 12f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device was removed from the patient prior to release from the delivery cable. There were no interactions with cardiac structures during employment. There were no angulations or kinks noted in the delivery system. It was noted that the device was replaced with a new 34mm amplatzer septal occluder, which was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse consequences to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 32mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 12f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device was removed from the patient prior to release from the delivery cable. There were no interactions with cardiac structures during employment. There were no angulations or kinks noted in the delivery system. It was noted that the device was replaced with a new 34mm amplatzer septal occluder, which was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse consequences to the patient.